Manufacturer narrative:
The insulin pump was received with the reservoir tube lip completely broken off and the reservoir does not stay locked in. The unit was also received with a missing o-ring in the reservoir tube, minor scratches on the lcd window, and cracks in the case at the display window corners. (B)(4).

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; her reservoir will not stay in the pump. The patient's blood glucose at the time of incident was 121 mg/dl. Troubleshooting was initiated for the physical damage. The customer dropped the pump and ever since then the reservoir stopped staying in place; the threading to the reservoir compartment may be damaged or missing. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.